Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received failed battery or replace battery .the customer¿s blood glucose level was 126mg/dl. Customer was declined for troubleshooting . The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected failed battery test alarms, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Unit passed displacement test, sleep current measurement, active current measurement and self-test. Tested with a test battery cap and the test battery cap screwed in place properly. Unit was received with partially broken off battery tube threads and cracked battery tube area.